Manufacturer narrative:
The customer provided a patient sample for further investigation. The high creatinine results were reproduced on both an integra 400+ and on a cobas c501. The discrepancy in creatinine results between the integra 400+ and the cobas c501 that the customer observed upon repeat testing could not be reproduced. Based on the calibration and control results a reagent specific issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable crep2 creatinine plus ver.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial crep2 result was 1293 umol/l. The sample was repeated twice with results of 795 umol/l and 794 umol/l. The results were serum samples transferred from a primary tube to a secondary tube. The crep2 result of 794 umol/l was released outside of the laboratory, but the doctor did not believe the result to be acceptable. The doctor requested the testing to be repeated in a different laboratory. From the other laboratory, on an integra 400+, the crep2 results was 120 umol/l. This result was considered more acceptable by the doctor. On (B)(6) 2018, testing was repeated on the cobas 501 using a thawed aliquot of the original samples poured over into a secondary tube and the crep2 result was 734 umol/l. The primary tube was then run on the cobas c501 after centrifugation with a crep2 result of 127 umol/l. There was no allegation of an adverse event. The crep2 reagent lot was 328252 with an expiration date of 31-dec-2018. The investigation is currently ongoing.

Manufacturer narrative:
The customer stated that the cobas c501 and the integra 400+ were using different crep methods. The method used on the cobas c501 was an enzymatic method, while the integra 400+ method was the colorimetric method. The extra wash cycles were correctly installed on the cobas c501.

Manufacturer narrative:
The alarm trace did not show issues in the affected time frame. The field service engineer changed the gear pump head. The investigation is ongoing.